Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt had paralysis symptoms on (B)(6) 2011 and went to the hospital. The physician removed the lead from the epidural space, but left the lead implanted subcutaneously. A subdural hematoma was identified during the procedure. It was reported the physician did not believe the issue was due to the lead. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.